Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Analysis was unable to verify missed bolus or low reservoir alarms due to unresponsive keypad/button. The insulin pump had missing end capsticker, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 355 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.